Event description:
An (B)(6) male patient's nurse contacted zoll customer support to report that the patient's charger will not charge the battery packs. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not charge batteries) has been confirmed. Upon evaluation, there was contamination on the battery board and y1 component (smd crystal) was found to be defective. The cause of the inability to charge a battery pack is the contamination on the battery board inside the charger/modem and the defective y1 component. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. The root cause of the defective y1 component cannot be positively identified. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.